Manufacturer narrative:
The insulin pump had intermittent button response and had no button error alarm due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and that the buttons were unresponsive. The customer did not recall the blood glucose reading. The customer stated that the insulin pump was attached to the belt clip and was on the couch and the customer may have been leaning on it. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.